Manufacturer narrative:
Device evaluation is not necessary because the reported event(s) have been determined as not related to vns therapy.

Event description:
It was reported that post 2018 surgery the patient had an infection and the old device was removed, cleaned, and then re-implanted. The generator was confirmed hp sterilized prior to distribution and passed all functional specifications. No additional relevant information has been received to date.